Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion contained >45 and <90 degree bend and was located in the mid left anterior descending (lad) artery. Following predilation with a 2.0mmx12mm non-bsc balloon catheter, a 3.00mmx38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. Despite several attempts, the stent still failed to cross the lesion. Additional dilation was performed with a 2.5mmx12mm non-bsc balloon catheter and the same 3.00mmx38mm promus element long stent was re-advanced but still failed to cross the lesion. The 3.00mmx38mm promus element long stent was removed and the proximal stent was noted to have "flurred". The procedure was completed with a 2.75mmx38mm promus element stent. Post-dilation was then performed with a 3.0mmx15mm quantum maverick balloon catheter and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: promus element mr ous 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage. Stent strut row 1 on the proximal end of the stent was lifted and bent back in the distal direction. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube profile along the full catheter length found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion contained >45 and <90 degree bend and was located in the mid left anterior descending (lad) artery. Following predilation with a 2.0mmx12mm non-bsc balloon catheter, a 3.00mmx38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. Despite several attempts, the stent still failed to cross the lesion. Additional dilation was performed with a 2.5mmx12mm non-bsc balloon catheter and the same 3.00mmx38mm promus element ¿ long stent was re-advanced but still failed to cross the lesion. The 3.00mmx38mm promus element ¿ long stent was removed and the proximal stent was noted to have flurred. The procedure was completed with a 2.75mmx38mm promus element ¿ stent. Post-dilation was then performed with a 3.0mmx15mm quantum maverick balloon catheter and completed the procedure. No patient complications were reported and the patient's status was stable.